Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h10. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence based on the report provided by the clinical specialist. Available information suggests patient and imaging factors likely contributed to the event due to annulus gap of about 9mm and presence of two chamber defibrillator and two pascal implants in the mitral valve along with the position of the aorta making imaging views challenging. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position with a mixed morphology where an slda happened. One month ago, two pascal in the mitral valve were implanted. The insertion of the first device was done without any problems but the imaging was difficult due to the position of the aorta and pascal devices in the mitral valve. Positioning was completed and device was checked in echo views for leaflet insertion. Once confirmed, the devices were closed and released. There was no tension on the system in fluoro. After release of the device, it slightly jumped, and the detachment of anterior leaflet was visible. Patient was stable and second device was prepared according to IFU. The left leg was additionally punctured to place an ice catheter in the ra for further imaging. The strategy was to stabilize the slda with the second device. The second device could be placed close to the first device. After release, the device was stable but still a ti of 5. Preparation of the third device was done according to IFU. Placement of the third central a-s device with same orientation 2-8. There was good leaflet insertion. There was reduction of ti from 5 to 4, gradient at 3mmhg. The procedure was ended by decision of the team due to gradient of 3mmhg. Patient was in a stable condition after the procedure. Patient is recovering good.

Manufacturer narrative:
The complaint for was implant dislodged from a single leaflet, single leaflet device attachment (slda) based on the report provided by the clinical specialist. Available information suggests patient and imaging factors likely contributed to the event due to annulus gap of about 9mm and presence of two chamber defibrillator and two pascal implants in the mitral valve along with the position of the aorta making imaging views challenging. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.